Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Data review: console logs did not contain any data relevant to the complaint. Device analysis: console was tested after and the optical connector dust cover was confirmed to be broken during visual inspection of the console. Aside from the broken optical connector dust cover, the console operated as intended while testing with a known good pump and purge cassette kit. Root cause: the root cause of the broken optical connector dust cover was most likely related to excessive force during use. Phr summary: there were no issues related to the complaint discovered when reviewing the product history of console

Manufacturer narrative:
The automated impella controller was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
A user facility reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported that the silver door on the automated impella controller broke off when opening to plug in impella catheter. The pump functioned optimally and was explanted. The catheterization lab notified abiomed of the broken piece. No patient harm was noted.